Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis3 4.0 surgery, the surgeon inserted the k-wire to the internal condyle of the femur. When checked by x-ray, k-wire was bent and inserted. Afterwards, the surgeon used cannulate drill forcibly. After the drill, when the surgeon checked x-ray image, the tip of the drill was deforming. Therefore, the surgeon pulled out the cannulate drill forcibly out of the bone.